Manufacturer narrative:
The event occurred in (B)(6). Note: the 2nd roche system in use during this comparison is unknown. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 485 mg/dl (advantage system) and 118 mg/dl (unspecified roche system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.